Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive, at the sensor site. Patient described the skin reaction as being an itchy, raised, red, rash. Additionally, the rash presents with purulent drainage. Sensor was inserted at abdomen on (B)(6) 2015. Patient treats the affected area with clindamycin, prescribed by his physician for a prior, unspecified infection. Date of prescription is unknown. No additional event or patient information is available.